Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the physician tested the fixation mechanism (helix) before implant, on the sterile table. The lead needed 20 rotations before the helix was extended. The physician determined that this mechanism was defective and decided to try with a different lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.